Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/4/2016: litigation papers received. Litigation also alleges metallosis and loosening. Litigation didn't indicate which component was loose. If/when we recieve more information we will date as needed. This complaint was updated on: 2/11/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain. Xrays indicated cystic lesion in right greater trochanter. Radiographic evidence of fracture in greater trochanter apparently sustained pre-operatively. Lytic material present in the joint as well. Evidence of apparent trunnionosis at headball/trunion junction.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, alleges that "device wore away the femur causing it to fracture; (B)(6) 2015". An inpatient orthopedic consultation from (B)(6) 2015 indicated patient admitted for sudden onset pain in right hip after hearing a crack while putting on a sock. X-ray report of that hip indicated lytic lesion of greater trochanter, where there was an associated pathologic fracture. Patient appears to have been discharged into the care of his primary orthopedist. No follow-up records available. Revision operative note indicated presence of "brown-stained fluid from the metal-on-metal articulation" upon opening the joint. Noted a "well-fixed femoral component". Also "noted to be some trunnionosis". Additionally "there was no evidence of loosening of the acetabular component". Also identified that "there was some trochanteric abutment anteriorly, but it required internal rotation to almost 50 degrees in order for subluxation to occur. Full extension and external rotation revealed no evidence of posterior impingement or anterior instability". Revision op note did not indicate evidence of fracture or cyst, nor any osteolysis or lytic lesion. There were no components subject to loosening, as alleged. Postoperative diagnosis indicated "painful metal-on-metal total hip arthroplasty on the right hand side". Revision operative note confirms dor is (B)(6) 2015. Removed implant loosening from complaint. Corrosion taper harm added to complaint for trunnionosis. Metal ion labs available are < 7.0 ppb so elevated metal ions harm removed from complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/28/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 10/23/2015.